Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e mail that the insulin pump had a blank display before and after troubleshooting. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced. The product will not be returned.

Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and displacement accuracy test due to unresponsive blank display.